Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the distal end was blown, which caused leaking. Glue was cracked and peeling. Glue was also peeling from the objective lens. The blue ring was missing from the grip. The image was clear and it passed fog test. In addition, all switches were working fine. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, six inches from the end of the visera cysto-nephro videoscope was torn and metal was seen protruding from the insertion tube. The issue was found during preparation for use. Intended procedures were completed using a similar device with no delays. There was no patient involvement.